Manufacturer narrative:
Eval - work order search. A visual inspection of the returned product shows one haptic is bent on the lens. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.

Event description:
The reporter stated that the surgeon was attempting to load a three piece silicone lens model aq2010v in a cartridge and the trailing haptic kept bending up on itself. The cq cartridge-fp was not validated for use with silicone lenses therefore, this is considered as off-label use. There was no pt contact or injury.